Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while impacting the plastic femoral trial the surgeon notice that the trial was broke in the intercondylar notch of the trial. There is no reported surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Information was received indicating that "it was cracked only, no pieces came of the femur trial" due to this, depuy synthes joint reconstruction considers the device on this report to be not reportable as there is no allegation of deficiency. Further updates will only be provided if additional information is received that changes the regulatory determination.